Event description:
It was reported that the customer received help from paramedics due to having low blood glucose levels and becoming unconscious. Paramedics treated customer with dextrose to stabilize his blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.